Event description:
It was reported by repair work order that the footend lift would drift due to a malfunctioning lift motor. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported.